Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41786. There was patient involvement, no injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer issue of error code 41786 was confirmed when the pump was turned on. The possible root cause of the issue was a defective mainboard. The mainboard was replaced to fix issue.